Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a syncopal episode. A possible relationship between this syncopal episode and arrhythmia has not been ruled out at this time. No additional adverse patient effects were reported.